Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) to place a pancreatic stent, the physician used a cook endoscopy pushing catheter. During advancement of the pushing catheter and stent through the endoscope accessory channel, the pushing catheter was reported to "begin to crumble". Portions of the pushing catheter exited the endoscope accessory channel and entered the gastrointestinal tract of the patient. The physician retrieved the portions of the pushing catheter from the patient using the endoscope and other accessories. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. We were unable to confirm the report as it was described, because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. This pushing catheter was invoiced to the user facility in 2002. The initial reporter indicated the product storage area used to store this product included a florescent light. The initial reporter indicated the light inside the storage area was noted to be a problem and removed sometime during 2005. The instructions for use advise the user that this product must be stored ina dry location, away from temperature extremities. The storage conditions, as described above, could have contributed to the reporter observation. The instructions for use advise the user to visually inspect with particular attention to kinks, bends or breaks upon removing the product from the package. The user is instructed not to use the product if an abnormality is detected that would prohibit proper working conditions. Prior to distribution all pushing catheters are subject to a visual inspection to ensure device integrity. A review of the device history record for the possible lot numbers confirmed that these lots met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Conclusions: we were unable to conduct a full investigation, because the device was not returned for evaluation. This pushing catheter was invoiced to the user facility in 2002. The initial reporter indicated the product storage area used to store this product included a fluorescent light. The initial reporter indicated the light inside the storage area was noted to be a problem and removed sometime during 2005. The instructions for use advise the user that this product must be stored in a dry location, away from temperature extremities. The storage conditions, as described above, could have contributed to the reporter observation. The instructions for use advise the user to visually inspect with particular attention to kinks, bends or breaks upon removing the product from the package. The user is instructed not to use the product if an abnormality is detected that would prohibit proper working conditions. Prior to distribution all pushing catheters are subject to a visual inspection to ensure device integrity. A review of the device history record for the possible lot numbers confirmed that these lots met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time, because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.